Event description:
Electrocautery was used on a pt without a single chamber unipolar pacemaker during an excision of a left breast carcinoma. The pt became bradycardiac and had to have another pacemaker inserted.